Event description:
Reported via clinical study: it was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The imaging showed that there was a 7mm residual leak. No intervention or treatment was performed to close the leak. The patient did not experience any complications as a result of this event.